Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. During insertion, the burr became stuck on the wire inside the body. The devices would not release. The burr and wire were removed together. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.